Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the physician proactively buried the ipg deeper on (B)(6) 2020 due to the ipg sitting close to the skin and prevent the ipg continuing to move more superficially.